Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s therapy stopped helping their symptoms, they were peeing all the time, and getting up numerous times a night. The patient stated that at first they did not blame it on their ins because a lot of times after so long they did not feel it working all the time, but when symptoms started happening they started thinking maybe it was their ins. The patient reported having a fall right on their back that was not related to the device. The patient reported they had increased stimulation after paying more attention, and could feel it working like crazy ¿ stimulation was too much, but then all of a sudden, they did not feel anything and now they didn¿t even feel any stimulation. At first, they thought it was they were so inflamed from the fall and maybe it was so swollen that they were not getting any connection back there or something. The patient stated they normally felt stimulation when they boosted it, and they did not really pay attention about feeling stimulation until they started having symptoms. The patient noted that the programmer showed the ins was on, and that they were aware there were other programs they could try. The patient stated they asked their pain management and they told them something needed to be recalibrated. The patient stated they thought it started not working properly when they fell, which was maybe 3 months ago. The device was not checked after the fall, and the patient was redirected to have their healthcare provider check the device. No further complications were reported.